Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a insulin on board calculation issue. It was reported that insulin on board was not showing up on pump calculations for ezbg and ezcarb. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 11/05/2013 with the following findings: the pump was not returned with the meter. The meter powered up normally and was successfully paired with a test pump. There was no insulin on board recorded at this time. Using the meter, an ezcarb bolus was correctly calculated and performed. An ezbg bolus was calculated on the meter and on the test pump. The meter and test pump correctly accounted for the insulin on board. The insulin on board showed up on the test pump for ezbg and ezcarb boluses. The complaint of the insulin on board not showing on the pump was not able to be duplicated. Animas has conducted a review of the device history record for this meter and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 2, date of submission 11/21/2013 - correction:correction: the pump was not returned with the meter remote. The meter remote has been returned and evaluated by product analysis 11/05/2013.